Event description:
It was reported that this pacemaker was part of a system revision due to possible pocket infection. The patient presented to the clinic with pocket swelling, warmth to the touch, and some pus at the pocket site. The physician suspected the infection to be superficial. The physician then placed a tyrex pouch, cleaned the pocket, and subsequently reinserted the device. There were no additional adverse patient effects reported. This pacemaker remains in service.